Event description:
Customer reportedly obtained a result in the 200's mg/dl and took their normal amount of 70/30 insulin, exact amount was not provided. Customer reportedly passed out 4 hours later and the paramedics tested customer at 28mg/dl on their device while the customer's device read in the 200's mg/dl at the same time. Treatment received was not provided. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.